Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device's power consumption was increasing. Ts recommended the device be replaced. After the data analysis, it was noted that a battery depletion (bd) error had been reported by the clinician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: impact codes. Correction to field d2a: common device name. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to field h6: component code. Correction to field h6: evaluation method codes. Correction to field h6: evaluation result codes. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device's power consumption was increasing. Ts recommended the device be replaced. After the data analysis, it was noted that a battery depletion (bd) error had been reported by the clinician. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device's power consumption was increasing. Ts recommended the device be replaced. After the data analysis, it was noted that a battery depletion (bd) error had been reported by the clinician. The device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device's power consumption was increasing. Ts recommended the device be replaced. After the data analysis, it was noted that a battery depletion (bd) error had been reported by the clinician. The device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device's power consumption was increasing. Ts recommended the device be replaced. After the data analysis, it was noted that a battery depletion (bd) error had been reported by the clinician. The device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.